Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device after a percutaneous transluminal angioplasty procedure using a 6f sheath. At the conclusion of the procedure, once the sheath was removed, the proglide device was advanced over the wire and pulsatile flow was observed coming out of marker lumen. The wire was removed and the lever was lifted to open the foot. Reportedly, due to unusual tactile feeling, the plunger was not depressed. The lever was closed; however, the proglide device was not retrievable. Under fluoroscopy, it seemed the plastic and metal parts of the proglide were separated. The cardiovascular surgery team was contacted for urgent left common femoral arteriotomy and retrieval of the proglide device. Hemotasis was achieved via surgery. There was no clinically significant delay in the procedure or therapy. No additional information was provided.